Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right superior lobectomy procedure, the device could not be fired. Added prevention to the staple without shaped part to compete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two photographs were returned for evaluation. Inspection found that the staple guide was observed to be attached to the instrument. The anvil of the instrument was not pictured. It was reported that the device could not be fired. A device-related causal link was could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.